Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that prior to implant, it was noted that ventricular fibrillation (vf) programming was turned on due to mishandling. The device was not implanted. No patient complications were reported as a result of this event.